Manufacturer narrative:
Immucor technical support used a remote electronic connection method, both on 17apr2018 and 19apr2018, to assess the instrument testing well images in question which appeared visually negative. Additionally, there were no errors in the instrument software event logs, and the rois were centered. An immucor field service engineer (fse) visited the customer site on 28apr2018, to assess the testing instrument, and subsequently replaced the discolored syringes, and also proactively replaced the lld board because it was discolored also. (B)(4).

Event description:
On 17apr2018, a (B)(6) customer reported an unexpected negative result when using anti-c (monoclonal) gamma-clone by galileo neo instrument method, when tested on (B)(6) 2018.